Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported the graftmaster was used in an attempt to treat a perforation in the carotid artery. It should be noted in the indications for use section of the graftmaster instructions for use (IFU) states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that the patient presented with a gunshot wound to the face with the left internal carotid artery dissected and significant blood loss. An emergency procedure was performed for treatment of a perforation and an attempt was made to advance a 4.5x16 jostent graftmaster stent delivery system. The stent delivery system could not advance due to the characteristics of the anatomy and the device was removed without resistance. The perforation was "coiled" using an unspecified device and was ultimately sealed. The patient is reported as stable. No additional information was provided.